Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following the troubleshooting, a medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative observed a loud popping noise from the gantry. The representative then adjust the door witch, calibrated the rotor home position and straightened out a bent rotor tube cover. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system appeared to be closed but the pendant stated that the door was open. Troubleshooting resolved the reported issue via adjustment of the outer covers to ensure that the door switches were engaging. No additional information was provided. There was no patient present when this issue was identified.